Manufacturer narrative:
An event regarding subsidence involving an unknown 36mm standard femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review:no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
Rep was provided primary and revision operative reports for the patient's right hip. Rep was not present for the procedure. The revision operative report cites "mechanical complication, right hip prosthesis." A 36mm standard head and 36mm polyethylene liner were revised to a 36 +10 femoral head and a 36e +6mm offset acetabular liner. No further information will be available.